Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not available for return; however, the customer provided photo images of the issue. Based on the photo image provided the complaint was confirmed for tube disconnected from the nasal tip. Without a sample to perform functional evaluation, the root cause cannot be determined. All information reasonably known as of 15 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the patient's tube [which was] connected to the nasal tips came off after a couple of days. The device was in use at the patient's home; there was no reported injury.